Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the customer did not complain about any problems to continue the procedure. The procedure name was radical extraperitoneal prostatectomy (with lymphadenectomy).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, some repeated recoverable errors 23070/23071 pointed to the set up joint (suj) 3 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and verified the errors. The issue was reported to isi technical support after completing the procedure. The error did not always appear, so the customer was concerned if it was an issue on the suj line 3. It appeared 6 times during today's procedure. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the set up joint (suj). The system was tested and verified as ready for use. As of the date of this report, the suj has not yet been received by isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the set up joint (suj) involved with this complaint to perform failure analysis (fa). The suj was analyzed and found the reported 23070/23071 errors were confirmed and replicated. In system logs, the 23070/23071 errors were found indicating primary and secondary setup joint outside limits, confirming the fault occurred in the field. Upon visual inspection, it was observed that axis 2 (shoulder) was out of orientation causing the 23070/23071 errors. The unit was installed onto an in-house system where the 23070 error was triggered at start up in normal mode, replicating the reported event. The complaint was confirmed based on fa. The probable root cause is attributed to the shoulder harness and orientation of axis 2 on the suj.

Event description:
Refer to h11 for follow-up information.